Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . E1: email unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. G4: k011028, k013227.

Event description:
It was reported that the implant does not thread correctly due to a defect in its threads. The affected dental position is #19. The doctor reports that the procedure was not completed with the placement of another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation (images are attached). Visual evaluation was performed, there was bone debris on the external threads. No malfunction/damage to exterior threads. Cover screw returned with implant (interior threads are good). DHR review was completed for the subject lot number 1264457. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264457 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged threads¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was missing or confusing instructions for use and torque or speed applied during placement/seating exceeds recommended value. However, a definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.